Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v695849, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep reported the patient had their ins and lead removed due to a staphylococcal (staph) infection at the ins site. No device issue reported.

Event description:
Additional information was received. It was reported that manufacturer representative was not sure if they ever found out what the cause of the staph infection was. However, it was noted that the infection was gone for weeks prior to the patient¿s implant/replacement surgery on (B)(6) 2017.